Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was air in line error and the lock latch was not functioning. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Couldn't confirm customers stated problem, "air in line error/ lock latch not functioning". During visual inspection device passed. Updated software. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. No repairs made, pump is in working order. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.